Event description:
It was reported that when the physician interrogated the pt's device, it was found that the pt's settings had been reset to 0 ma which was not intended. The physician did not know why this occurred. The pt was last in the office in (B)(6) 2009 and the physician states that no diagnostics were run at that time. Attempts for further info are in progress.